Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient's daughter on (B)(6) 2010 and obtained the following information: the patient tests two times a day and manage her diabetes with 500mg of glucophage (twice a day) and 4mg of amaryl (twice a day). The patient's daughter corrected and clarified that the alleged issue began in the morning on either (B)(6) 2010. The patient's daughter corrected and clarified that the patient continued with her usual diabetes regimen after the alleged issue began. The patient did not test with a back-up meter. The patient's daughter confirmed the patient did not develop any symptoms as a result of the reported meter issue. During a scheduled doctor's office visit on (B)(6) 2010 (at 3pm), the patient's daughter confirmed the patient obtained a blood glucose result of "244 mg/dl" with the doctor's meter and also confirmed the patient was administered an unspecified amount of insulin by a health care professional (hcp) as treatment. At the time of troubleshooting, the customer service representative (csr) verified that the patient was using the correct test strip at the time of the reported power issue. The csr noted that the subject meter powered on manually; however, did not power on when a test strip was inserted. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's daughter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/14/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.